Event description:
User facility reports one incident of a cracked luer connector on the venous medication side arm resulting in ebl = 200-300cc. This occurred three hours into treatment while connected to saline infusion pump. No pt injury or need for medical intervention is reported.

Manufacturer narrative:
Review of manufacturing records and testing of retained samples from the reported lot showed no nonconformity the actual complaint sample was confirmed to have a cracked luer connector. The manufacturing site has implemented sreps to augment the impact resistance of this component.